Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she took 10 units and her blood glucose was still at 350 mg/dl. The customer changed the whole set and was not able to rewind. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer declined to perform the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.